Event description:
It was reported that the pump did not deliver insulin as intended. There was no reported adverse impact to the customer. Additionally, it was reported that ongoing occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.